Event description:
On 11/27/95, a pressure valve was placed into the pt's existing lumboperitoneal shunt system in order to keep the flow of cerebral spinal fluid (csf) regulated at a normal level. On 12/13/95, the pressure valve was replaced due to assumed leak. On inspection of the valve after removal, a portion of the silicone had separated from the yellow ring causing a leak.